Event description:
Follow-up information revealed the issue resolved following the procedure.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced difficulty charging her ipg due to the placement of the device. In addition, the patient also experienced weight gain and pain at the ipg pocket site. Subsequently, the patient underwent surgical intervention wherein the physician explanted and replaced the ipg with a different model. The ipg pocket site was also relocated from the patient's right side to the left.